Event description:
It was reported that the device started to cause more smoke during the end of the procedure. The black part of the sheath appeared to have wrapped and screws are poking thru. There was no pt injury reported, no add'l surgical or medical intervention was required.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.